Event description:
Hill-rom received a report from the account stating the siderails will not stay latched when in up position. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderails not latching due to the siderail latching mechanisms and pins were not lubricated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician lubricated the siderail latching mechanisms and pins to resolve the issue. Based on this information, no further action is required.